Manufacturer narrative:
Examination of returned device confirmed damaged packaging. This complaint is an isolated event. Examination of invoiced product from this lot shows majority of product successfully implanted.

Event description:
It was reported patient underwent procedure utilizing ss cable plate 11-hole bmp plate on (B)(6), 2012. Upon opening implant, it was noticed the sterile barrier was compromised which caused a delay to the procedure as surgery was scheduled for a later date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.this report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-02381).